Manufacturer narrative:
Based on the results of the investigation, the image was switched between 2d and 3d unintentionally due to damage on the switch. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the scope's switch was damaged, resulting in the 2d and 3d image being unintentionally switched. There was no patient involvement.